Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. It was reported that the pt had elevated bg's through out the day of hospitalization. When the pt's blood glucose was >500mg/dl she went to the ER. The patient was brought to the hosp and had blood glucose of >500mg/dl upon admission, and was dehydrated. The pt was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.